Event description:
Journal article: "an unusual case of late hematoma after implant-based breast reconstruction mimicking an anaplastic large cell lymphoma: a case report and literature review" reported patient who had "presence of a voluminous seroma of 1500 ml¿, ¿severe prosthetic capsule contraction.¿, ¿intra-capsular hematoma¿, "slight inflammation of the overlying skin", and ¿slow swelling and consequent increase in left breast volume¿. The device was explanted. This record is for the left side.

Manufacturer narrative:
Article citation: fioramonti, paolo, et al. ¿an unusual case of late hematoma after implant-based breast reconstruction mimicking an anaplastic large cell lymphoma: a case report and literature review.¿ european journal of plastic surgery, vol. 45, no. 1, 2021, pp. 187¿196., https://doi.org/10.1007/s00238-021-01783-8. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.